Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the cubie pocket was jammed. The customer reported that the malfunction caused a delay in dispensing medication to the patient and the user was getting medications from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie pockets kept failing and were missing on the medication application. A field service engineer reseated the row board cable connections and all cubie trays and pockets. The system was tested, and all pockets and drawers were recovered. The system functioned as intended after the field service engineer repaired the device.